Manufacturer narrative:
No medical records or no medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the device is pending to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a port device was explanted due to extravasation during chemotherapy treatment. The patient status is unknown.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. Investigation summary: one MRI hard-base port with 6.6f silicone catheter was returned for evaluation. Catheter segment was returned detached from port body. A circumferential split was noted between the 24cm and 25cm depth markers. Under magnification, it was noted that both edges of the split were jagged with some rounding, and one side of the split was slightly buckled. A diagonal split was noted between the 19cm and 20cm depth markers. Under magnification, it was noted that both edges of the split appeared to be cleanly cut and the surface possessed striations. Under magnification, it was also noted that two small longitudinal splits were present at the proximal end of the catheter and appeared to be cleanly cut. Based on the findings, the investigation is confirmed for the reported leak, as the catheter was split in several places. However, the definitive root cause could not be determined based upon available information. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. (Expiration date: 09/2019).

Event description:
It was reported that a port device was explanted due to extravasation during chemotherapy treatment. The patient status is unknown.